Event description:
Apex driver shaft head broke off in the post during implant and adjustment. Being misaligned for the fusion angle, the implant had to be removed but the post broke during the attempt and a second driver shaft broke in the attempt. Another pip fusion had been done on same patient performed (small finger)without incident prior to the problem. A portion of implant left in and the fusion was fixated with tension band/k wires instead of apex.